Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on /off switch was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in shutdown and loss of mechanical ventilation during a case. The patient was switched to manual ventilation until the unit switched back on. There was no patient injury.